Event description:
0805 am est - it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called from the ICU about the same patient from the previous call. Nurse states that in the last hour the ECG has been displaying sporadic and inaccurate heart rates compared to the bedside monitor. Reports the patient as 100% v paced with a hr in the 90s. The cardiosave has shown hrs from the 30s to the 150s and she states that often the inflation of the balloon doesn¿t correlate at all with the aline and ECG rhythm. Prior to the call they have replaced the ECG patches, and the ECG cables. They are now on a second cardiosave and seeing the same thing. Currently the ECG is disconnected and in pressure trigger. There are no messages for lead fault or disconnect. Suggested that she again try new ECG patches but place a small amount of doppler gel to the pad before placement. Also suggested moving the patches closer to the chest area. This was not successful as she states the hr continues to display low at times (in the 70s) when the monitor is steady in the 90s. A facetime call was made to see the screen. Replaced the ECG cable during the call. The ECG on the cardiosave shows a vpaced rhythm that is not 100% paced, with lots of pvcs. The hr varies from the 90s to the 70s. There are times that the pump does not inflate under a clear paced beat but this is not often. Inflation and deflation appear correct, the bp is stable in the 90s with augmentation in the 120s. Map is in the 80s. The iab pressure waveform has the ¿chair¿ shape and the iab status bar rises to full. Suggested that they attempt different leads by switching to semi auto. Several of the staff were at the bedside and no one felt comfortable in semi auto as they are not familiar with timing. They said that this was not an option for them. External is not optional as they do not have the cables. Noted that the pacer detection was at the default setting and suggested they increase to full. They had previously done this and report the hr still irratic, but did increase again and my request. I was on the call with nurse for more than 40 minutes and in that time the hr on the pump never rose above the 90s, but regularly dipped to the 70s. The ECG waveform never appeared to actually slow down although the displayed number did drop. Several printed strips show the ¿hash¿ mark clearly above each r wave. Suggested to that they could continue with the ECG connected and that what I have seen does not appear to be endangering to the patient but to keep a close monitor on the hr. Nurse and coworker feel unsafe in leaving the ECG for fear that the displayed hr will increase again, and inappropriately inflate. Advised that they continue then with what she felt was best for the patient and that the pump would continue in pressure trigger without the ECG. Will also contact her biomed team today to report each pump with a possible ECG issue. I gave my mobile number to call back at any time. Information was also gathered for a complaint for both cardiosave pumps. Customer was very thankful for the help and the call ended at this time. 1200-pm est- another staff rn called who was now taking care of the same patient. Had several questions about triggering while in ECG and pressure. They had removed the ECG cable for a while and reconnected to look at triggering. States that the printed strip doesn¿t always show the hash mark above the r wave and at times it is slightly off. Hr has been displaying the same as before 90s- dropping to the 70s, with the monitor steady in the 90s) the pump has been switching at times from ECG to pressure trigger while in auto. Advised that the hash mark will look different if the pump is in pressure trigger at those times. Instructed nurse in steps to change the printed strip to the aline and to look for the hash mark above the systolic rise. (When in pressure trigger). Nurse was thankful for this information and asked if someone local could give them a call today. Suggested that I would inform the local representation of their issue and their calls. Related complaint onetrack # (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue,after trying themselves as instructed by fse on call, they have reported the issue to the local biomed. H3 other text : fse did not visit the site.